Event description:
Information was received indicating that during use of this smiths medical cadd cleo infusion sets, after the patient changed the infusion set, blood adhered to the needle of the site connector. It was reported that there was no patient or clinical injury.